Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 300 mg/dl range. The customer alleged that the pump was not delivering enough insulin. Reportedly, the customer noticed less insulin than expected coming from the infusion tubing after disconnecting from at the infusion site and initiating the fill tubing sequence. The customer resolved the issue by changing the cartridge and infusion set.